Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with broken battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via phone call that the up buttons were not working on the insulin pump. The customer's blood glucose was unknown. The customer was unable to deliver a bolus. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.